Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was showing inaccurately high readings compared to her feelings or normal results. The medical surveillance specialist (mss) was unable to follow up with the patient. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013, she obtained a reading that was ¿about 600mg/dl¿ the patient refused to state what medications she takes to manage her diabetes or if she made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient did not report if she developed any symptoms on the day of the alleged issue. The patient reported on (B)(6) 2013, she went the emergency room (ER) and received IV fluids. It is unclear if she also received a treatment for diabetes while in the hospital. At the time of troubleshooting, the cca determined the patient¿s test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. Although the linkage between the alleged meter issue and the alleged injury remain unclear, despite repeated attempts the patient was unavailable for a follow up call. This complaint is being reported because the patient claims she obtained severely high blood glucose readings and received treatment from a health care professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.